Event description:
It was reported that the teeth on the shaver blade broke off in the pt. The broken piece was retrieved. Further, another unit was available for use and the procedure was completed successfully.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.